Manufacturer narrative:
B3: event date: this event occurred sometime in (B)(6) 2024. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified amount of elastomeric devices underinfused piperacillin/tazobactam during infusion. It was unspecified what the expected therapy time or the infusion time was. There was no report of patient injury or medical intervention associated with this event. No additional information is available.